Event description:
(B)(6) incident where the european power adapter was broken.

Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however identified this incident as MDR reportable. Investigation and conclusion: investigation determined the european power adapter contact pin and case were broken. The defect was reproducible and the european power adapter did not meet specification. Power adapter supplier notified of the defect. The european power supply adapter is not used in the u.s.